Event description:
It was reported that during conduction time testing, the test was automatically aborted and no error message was displayed. Several attempts to perform the test were unsuccessful. The device remains implanted. No further information is available.

Manufacturer narrative:
No medwatch form was received.